Event description:
Caller reported a cartridge alarm issue, identified specifically as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.